Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump stopped during an infusion. No pt harm noted. I did not find any dirty or stuck cassette pins and the pump ran fine during a test infusion but given the failure during infusion. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 2). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 2 actuation failure. The device initially performed a mock infusion successfully and was reverted to manufacturing mode to undergo pneumatic hardware testing. The pressure board was found to be the old-style board. The pump was not able to pass hardware testing consistent with a valve 2 failure. An ipc failure occurred during manifold testing. The ipc housing, housing and spring were replaced. The ipc failure persists, which is common in the valve 2 failure.